Event description:
A dist returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (can't communicate with monitor) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for communication the failure was isolated to a damaged trunk cable. The cable was cut, severing the green (+3.3v) and blue (can l) wires. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.